Event description:
It was reported that a new ilet user experienced discordant glucose readings, with a dexcom g7 cgm value of 39 mg/dl while a simultaneous fingerstick bgm measured 142 mg/dl, and later a high bg of 230 mg/dl for approximately 2.5 hours; the issue was attributed to cgm inaccuracy rather than the ilet, and the user was advised to replace the cgm sensor and continue the ilet trial. Symptoms included no reported clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included user coaching, coordination with the healthcare provider, and recommendation to address the cgm sensor discrepancy. Investigation of this case revealed that the event was consistent with hyperglycemia of unclear cause in the context of conflicting cgm and bgm readings in a first-time cgm user starting cgm and pump concurrently, with no ilet alarms or evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.